Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was no co2 flowing through the btt port on the vasoview 7 xb. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history records review was completed for the reported product lot number. There was no non conformity recorded in the lot history. (B)(4).